Event description:
It was reported the port flipped. Another procedure is being scheduled to reattach the port. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.